Manufacturer narrative:
Visual inspection: ha layer absorbed, signs of extraction on femoral neck. It is not possible to determine an implant related failure root cause.

Manufacturer narrative:
Batch review performed on 11-nov-2019. Lot 143469: 20 items manufactured and released on 29-jul-2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director. 5 years after primary cementless tha the stem is removed due to pain. At reoperation, the surgeon reportedly remarked that osseointegration had not taken place in a satisfactory fashion, and this is probably the cause for pain and hence revision. According to report, this patient never felt comfortable with her thigh, so a possible explanation is that something may have prevented the stem from finding a good initial stability that allows osseointegration. With the information at hand, only unsupported hypotheses can be made on the root cause of the event.

Event description:
Revision surgery 5 years after the primary due to stem subsidence. The quadra stem was removed via a posterior approach, the surgeon commented that it had not bonded. A minimax stem was used to complete the revision surgery with a new ceramic head. A small amount of bone graft distally was also used.